Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using an unspecified number of the bd vacutainer® blood transfer device, there was hemolysis and air bubbling in the sample. There were no health consequences or impacts reported

Manufacturer narrative:
Investigation summary bd received thirty-one (31) samples and two (2) photos for investigation. The photos were reviewed and depicted the complaint batch information and returned samples. The customer samples along with forty-eight (48) retention samples from bd inventory, were evaluated by visual examination and no issues relating to air bubbles and hemolysis were observed. Additionally, the returned samples along with twelve (12) retention samples were functionally tested. All retention testing passed and one (1) returned sample failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of air bubbles and hemolysis. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-jul-2024.

Event description:
It was reported when using an unspecified number of the bd vacutainer® blood transfer device, there was hemolysis and air bubbling in the sample. There were no health consequences or impacts reported.